Event description:
The customer had charged her contour next link meter for the first time and stated she received a minor shock from the charger. She discovered the portion near the plug of the wall charger seemed to have been pried and she could see the wires. There was no serious injury alleged. The customer is to return the charger for evaluation and a new meter and charger were sent to her.

Manufacturer narrative:
The returned charger was evaluated in the qa lab. The customer's allegation of the charger being pried apart with exposed wires was not observed.